Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver download retrieved and attached passed. The log was downloaded and reviewed and there was no error found. A global receiver functional test station was performed and passed. The receiver case was opened, the internal and battery inspection passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.